Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a technician¿s gloves were greasy after touching an em2400 valve set. This was observed after opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 29, 2024 ¿ april 30, 2024. H11: the device was received for evaluation. A visual inspection was performed, and a slight presence or very light coating of silicone grease was observed; which is standard for this product as the valve body is dipped in a silicone solution during the assembly process. The reported condition was not verified.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.